Event description:
It was reported the rv lead was fractured. It was capped and replaced. Additional information was received via a journal article was reviewed that contained information regarding this lead. Information was obtained through follow up that the patient received inappropriate therapy and/or the lead showed oversensing. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. This new information is based on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4): ventricular short interval count v-sic=723 counts, in 0.73 days, between (B)(6) 2007. (B)(4) - ventricular nst (non-sustained tachycardia) <(><<)>(><(><<)><(> <<)>)>=210 ms on 26-dec-2007 in the timeframe between 00:26:41 and 03:09:39. 2 - vf<(><<)>(> <(><<)><(><<)>)>=200 ms average v-cy cle on (B)(6) 2007 at 00:09:11 and 00:18:28.